Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old caucasian female who had a 325cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture post procedure. The capsular contracture was first diagnosed in 2017 at the physician¿s office, and again in another visit on (B)(6) 2020. The patient elaborated on her left sided implant issues. Pain, rippling, and disfigurement, and displacement of the device were all noted to have accompanied the capsular contracture. This was stated to cause arm, back, and shoulder pain. The patient stated that this issue has caused her emotional distress. Worrying and lack of focus were stated. Additionally, the patient experienced an autoimmune diagnosis and accompanying symptoms. Hashimoto¿s disease, miscarriages, constipation, migraines, brain fog, vision deterioration, intermittent issues with circulation, intermittent issues with swelling, rash, unexplained parasite, dizziness, pain, breathing labored, weakened bones, unexplained fractures, hair loss, odd sense of smell, odd sense of taste, loss of taste, loss of smell, face discoloration, and cystic acne were noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The left sided issues were reported originally under 1645337-2020-01387 on january 28, 2020. On august 28, 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information was received on october 15, 2023. In addition to the issues reported previously the patient also experienced right sided capsular contracture and left sided rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5624949 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).